Event description:
It was reported that during aveir implant procedure, the atrial leadless pacemaker was noted to exhibit low pacing impedance and was repositioned multiple times for better values. Following aveir leadless pacemaker system implantation, the patient developed chest pain. Echo performed revealed pericardial effusion caused by perforation during implant. Cardiac tamponade was also noted. Pericardiocentesis was performed. The devices remain implanted and the perforation was noted to self-heal. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.